Event description:
Increased pacing threshold at 2.5v/.24ms. Decreased lead impedance of 190 ohms. Oversensing with ventricular pauses in dependent pt. Not programmed to unipolar because the programmer does not have temporary unipolar mode available for this model pulse generator and couldn't risk loss of capture because pt was dependent. Pt came in with dizziness and shortness of breath.